Manufacturer narrative:
Product event summary: at analysis the customer comment of "would not pace" was not confirmed, the analyzer passed its functional and console tests and all system bench checks. The battery was replaced. No other anomalies were found.

Event description:
It was reported that during an implant procedure the programmer/analyzer would not sense or pace or show a current of injury. A second programmer was brought in to complete the procedure. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.